Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400. Priot to use, the physician rinsed the penumbra coil 400 in heparin and was unable to resheath the penumbra coil 400 afterwards. The device was not used in the procedure.

Manufacturer narrative:
Result: the coil and pusher assembly were returned intact. The coil loops were damaged and offset approximately 1.5 and 3.5 cm from the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The compliant indicates that after the penumbra coil 400 was soaked in saline, difficulty was experienced when attempting to retract the coil back into the introducer sheath. Evaluation of the returned product confirmed that the proximal end of the penumbra coil 400 was damaged. This damaged would have caused resistance when attempting the load the device back into the introducer sheath. It appears that the penumbra coil was improperly handled during the saline soak. These devices are 100% functionally tested during in-process inspection and packaged inside an introducer sheath. Therefore, this damage occurred after the coil was removed from its packaging during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.